Manufacturer narrative:
The reported issue is confirmed. The root cause of the reported issue is covered in CAPA #2666889. The root cause is an incorrect tool used to manufacture the drain valve body component that is purchased by sub-tier supplier cpc and subsequently purchased by ryan herco for sale to bd. The device was evaluated upon receipt. Found leak from the drain port. The drain valve is failed. The drain valve replacement and functional check were performed. The drain valve was replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. A labeling review is not required because labeling could not have prevented this issue. CAPA #2666889 and sa#ucc-21-4076-sa have been opened for this failure. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 15 (unable to obtain a stable patient temperature) occurred in an arctic sun device during preventive maintenance calibration. Per review of wo on 21feb2025, there was no patient involvement. Per follow up information received via mail on 21feb2025, alarm 15 occurred during calibration. The device would be sent in for a bd-approved facility for evaluation. The repair has not been started. Per sample evaluation results received via task on 30sep2025, it was reported that they found leak from the drain port.